Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent surgery to remove the aus. The device was not replaced. There were no patient complications.

Event description:
It was reported that the patient had recurrent infections and chronic urinary retention, requiring an urinary catheter. The artificial urinary sphincter (aus) eroded even with deactivation of the artificial sphincter; therefore, the patient experienced recurring incontinence. The patient underwent surgery to remove the aus. The balloon was not removed due to scar tissue. Therefore, the balloon was deflated and left in patient. The device was not replaced. There were no patient complications.

Event description:
It was reported that the patient had recurrent infections and chronic urinary retention, requiring an urinary catheter. The artificial urinary sphincter (aus) eroded even with deactivation of the artificial sphincter; therefore, the patient experienced recurring incontinence. The patient underwent surgery to remove the aus. The balloon was not removed due to scar tissue. Therefore, the balloon was deflated and left in patient. The device was not replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.